Event description:
Customer reported ongoing issues with a mobi pump, which she had used for a year and had serviced three times. The pump failed during her vacation, necessitating full removal and reinsertion for it to function. There was no adverse impact to customers blood glucose level reported. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.